Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2010 and was revised on (B)(6) 2016. It is further alleged that she suffered injuries as a result of implantation and explantation of the device issue, and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Device info added. An event regarding revision due to alleged excessive levels of chromium and cobalt a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no records received. Product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: it was reported that allegedly the patient had excessive levels of chromium and cobalt. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A review of stryker¿s nc/CAPA database indicated that nc was initiated on (B)(6) 2016 due to femoral head to femoral stem component taper lock failure. CAPA was initiated to determine root cause. This device lot was identified to be within scope of the CAPA however, the hazard/harm is not within scope. See nc and CAPA records for additional information. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2010 and was revised on (B)(6) 2016. It is further alleged that she suffered injuries as a result of implantation and explantation of the device issue, and excessive levels of chromium and cobalt in her blood.